Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383532 and lot number 4088963. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3.: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1.: address information was not provided. Therefore, xx was used as a place holder.

Event description:
It was reported, that bd nexiva leaked. The following information was provided, by the initial reporter: occurrence: nexiva 22 device leaked, during salinization with extravasation of blood. Additional information received on november 5, 2024 could you share a photo/video of the reported event? Unfortunately, we do not have one. Was there any harm to the patient/health professional? (Detail) no. Could you explain at what point, the leaking occurred? The device is leaking through the key.

Manufacturer narrative:
Correction: e and f codes updated.

Event description:
None additional.